Manufacturer narrative:
E10 fault description: an internal temperature measurement problem has been detected. This is repeat problem reported on MDR #1828100-2013-00849. The field service representative (fsr) confirmed the complaint. Channel b goes into error "e10" when the unit is first turned on and when both channels are in standby mode. The d/c circuit board was replaced. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, there was an intermittent error "e-10" on the heater coller unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.